Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was no longer getting adequate pain relief despite turning the stimulation up. It was noted that the implantable pulse generator (ipg) was no longer functioning as intended following the end of life message. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.